Event description:
It was reported to boston scientific corporation that a contour stretch vl stent was used in a urinary tract formation procedure. According to the complainant, the physician was unable to remove the stent from the patient due to encrustation. It was reported that the stent was implanted for 2 months. The stent remains in the patient. There is no additional information available at this time. The patient is reported to be "stable".

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 257 mg/dl, 116 mg/dl, 107 mg/dl, 103 mg/dl, and 101 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.